Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: hernia (2016) 20 (suppl 1):s75¿s130. [(B)(4)].

Event description:
It was reported via journal article: "title: clinical analysis and laparoscopic treatment of recurrence after open inguinal hernia repair". Authors: cai x. Citation: hernia (2016) 20 (suppl 1):s75¿s130. This study aimed to investigate the recurrence of open inguinal hernia repair and the laparoscopic treatment for the recurrence. From oct2010 to apr2015, 58 cases of recurrent inguinal hernia were reviewed. This includes 7 cases of indirect hernias, after gilbert repair using uhs, and were treated with laparoscopic repair. There were different characteristics of recurrence in each type of hernia repair. Laparoscopic treatment for recurrence of open inguinal hernia repair is safe and effective.